Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. No further details were provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: the original complaint of problems with the key was unable to be duplicated during investigation. During investigation, there was moisture corrosion found on the bolus button pins and on the printed circuit board. There was no moisture found in the battery compartment. A leak test failed due to a bolus button leak. Unrelated to the original complaint, the audio bolus button cover was found to be punctured but still responsive to user presses. Additionally, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.